Event description:
As reported through the japanese tavi registry, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, there was resistance experienced when the delivery system was inserted into the 14f esheath+. During valve alignment, it was found that part of the stent on the skirt side of the thv valve had flapped up. The delivery system was retrieved with esheath+, and a new system was opened. The procedure was performed as usual, and digital subtraction angiography (dsa) confirmed no vascular complications. Post-surgery, the doctor mentioned that when the partially expanded section of esheath+ bent slightly during esheath insertion, the inner lumen folded, causing part of the stent to flap up. Per image review completed by the engineer, the esheath+ had a torn distal tip.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of provided post-procedural photo of the device revealed the distal liner expanded as designed and the distal tip appeared to be torn radially with sheath material stretching near the distal liner edge with associated tip piece bent backwards. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints for kinked sheath and resistance could not be confirmed. However, a distal tip tear was identified based on provided imagery. It is possible that during sheath insertion, the device was subjected to torquing or bending causing it to kink in the process. It is also possible that kinking occurred due to suboptimal anatomical conditions as confirmed via imagery of the patient's anatomy, which could induce stress on the sheath shaft. The imagery of the patient anatomy confirmed calcified and tortuous vessel characteristics, which could create a constrained condition and/or promote non-coaxial advancement angles during system passage through sheath, leading to increased resistance. It is also possible that resistance was exacerbated by kinked shaft, which could impeded advancement and give rise to a bent thv strut, as reported. Frame damage could in turn lead to further resistance due to bent strut catching on the inner sheath lumen. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (user technique) may have contributed to the reported events of kinked sheath and resistance. However, a definitive root cause was unable to be determined. A distal tip tear was confirmed by review of provided images of the device. It is possible that patient's anatomical characteristics could create physical constraints during tip expansion, leading to a tear. It would also be possible for the tip to sustain damage during retrieval of ds/crimped thv. An altered thv profile (i.e. Flared skirt), could cause the valve to catch on distal tip and tear it upon withdrawal maneuvers. However, due to insufficient information, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.